Manufacturer narrative:
(B)(4). The (B)(4) device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a small bowel resection procedure, the device was used for the jejunum. The first firing was completed properly. As the firing trigger became very hard at the second stroke of the second firing, the trigger was grasped forcibly by both hands. A sound that the knife returned to the home position automatically was heard after the third stroke. The staples were deployed only partway. Another device was used to complete the procedure. There were no adverse consequences for the patient. The doctor commented that the firing had been functional end to end anastomosis and the device had been fired on staples.